Event description:
It was reported that high impedance was observed. The lead and ICD were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The anomaly observed in the field was confirmed in the laboratory. Hvli out of range was caused by a broken ground case wire.